Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer filled their cartridge with cold insulin and did not remove air from the cartridge during the load sequence. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 146 mg/dl.